Event description:
It was reported that the patients device was not working well. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50, (B)(6). UDI: (B)(4). UDI: (B)(4).